Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 295 mm. The stent has been fully released, was returned separately, and shows no damage. The retractable outer shaft is kinked and compressed at two locations, indicating that the outer shaft has been bent. Outside of the deformed zones the diameter of the retractable outer shaft complies with the specification. At the handle the locking tab has been removed and all components inside are correctly positioned. Review of the product release documentation confirmed that the instrument was manufactured according the specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection and the outer shaft diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
A pulsar-18 peripheral stent system was selected for treatment. After advancing to the lesion, the device safety tap was removed and release began. When reaching up to 50 percent release of the stent, a failure occurred which does not allow to release any further, neither manually. The device was attempted to be withdrawn. When it reached the introducer area it got stuck. After complete extraction, the stent was outside the shaft.